Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator changeout procedure. Upon interrogation, the right ventricular lead exhibited low pacing impedance. During the procedure, the physician found an insulation breach and alleged that it was caused by procedural damage. The lead was capped and replaced during procedure on 03 dec 2020. The patient was stable.